Manufacturer narrative:
Patient weight: unknown, asked but not available. Ethnicity: unknown, asked but not available. Phone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from the patient's right eye due to dysphotopsia. The patient was unable to adapt or function with night halos and glare. The pre-operative visual acuity was 20/30 and visual acuity after the implantation of the original lens was 20/30-2. Post explant and replacement with the another lens of different model but with same diopter (zct100 22.0d), the visual acuity was 20/30-1. The patient was doing fine post-operation and no other intervention was required. There was no treatment or prescription given by the doctor outside of the normal post-operative treatment. No other information was provided.